Manufacturer narrative:
The device has been returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the orientation of the lens changed. The lens was explanted and replaced with another lens of same model but different diopter power. According to the surgeon the likely cause was the "lens was sitting in the wrong spot." Additional information has been requested but no new information has been received.